Manufacturer narrative:
The device and photographs of the sample were provided for evaluation. Visual inspection of the product was unable to be performed as there was no confirmation that the blood was not contaminated with infectious diseases. Visual inspection of the photographs showed air bubbles in the return line and deaeration chamber; however, there was no identifying defect on the impacted set. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, foam and bubbles were observed going into the return line. No cracks or leaks were observed. Crrt treatment was ended without the extracorporeal blood being returned to the patient. It was reported that a hemoglobin drop was noted, and a blood transfusion was required. No additional information is available.